Manufacturer narrative:
Initial and final MDR 1892459- device 5 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient parent that six infusions set tape not sticking. No further information was available.